Manufacturer narrative:
Unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 7 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted into the hospital on unspecified date due to a pump stoppage observed during device interrogation in clinic. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and observed a pump stoppage on (B)(6) 2018 at 2:46 am while the vad was connected to the mobile power unit (mpu). This may be linked to percutaneous lead (driveline) issue. The x-ray images showed two areas of concern. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. It was reported that 3 inches from the exit site were replaced. All tests passed. There were no issues noted after the patient went back on the grounded patient cable. On (B)(6) 2018, post repair log file analysis completed by the manufacturer¿s technical services representative revealed that there were several pump stoppages captured while on a power module patient cable, indicating that the wire damage may be internal. The patient was placed back on batteries, and ungrounded cable was provided. The patient was evaluated for candidacy for a heart/kidney transplant. No further information was provided.